Manufacturer narrative:
The details of the events leading up to the reported malfunction were not provided, and it is unknown if a revision surgery occurred. Additionally no films were made available for review. The reported postoperative screw fracture cannot be confirmed at this time. Review of labeling: possible adverse events: delayed union or nonunion (pseudarthrosis); bending, disassembly or fracture of implant and components; loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent a 2-level acdf spinal surgery consisting of seaspine's cabo anterior cervical plate system as supplemental fixation. The index surgery date is unknown. Seaspine was made aware on 30 sep 2020 of a post-operative screw fracture.